Event description:
A patient with acute myocardial infarction (ami) complicated by cardiogenic shock was supported with an impella cp inserted via the left femoral artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage d shock. During the catheterization laboratory procedure, a hematoma developed at the access site associated with the impella repositioning sheath while the 14f introducer remained in place. It is off label to retain the sheath and not peel away. A skin nick had been performed prior to sheath delivery. Anticoagulation monitoring was performed using activated clotting time (act), which was reported as 330 seconds at the time of the bleeding event. No antithrombotic medications were reported. Hemostasis was managed with application of a femstop device. On the following day, care was withdrawn and the patient expired. The death is conservatively being reported; however, it is more likely attributable to the patient's underlying acute myocardial infarction and scai stage d cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.